Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had an infection this past may with their device that was placed in (B)(6). Patient reported they had a second infection confirmed the day of the report with their new implant and that they were put on a 2 week dose of high antibiotic to clear the infection up. It was noted that patient had a bladder stimulator for 9 years and never had the problem, but that they were now experiencing the infections. No further complications were reported.